Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the customer reported failed to recognize the downstream occlusion sensor test, which was reproduced when the device failed to alarm for a downstream occlusion. The cause was determined to be a failed force sensor. The force sensor was no tube calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, failed to recognize the downstream occlusion sensor test. There was no patient involvement. No additional information is available.